Manufacturer narrative:
It was reported that there was visible fluid (combination of blood from the patient and from the irrigation fluid used during the procedure) seepage through the gown while dr. (B)(6) was gowned and actively working in the surgical field. The leak was identified after the procedure when the surgeon took off his gown. There were no visible cuts or any signs of degradation identified during the donning of the gown. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Seepage through the gown while doctor was gowned and actively working in the surgical field.